Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER were a code had been called for the patient and chest compressions were performed. The device was interrogated and vt/vf episodes were briefly observed prior to the device entering backup vvi mode. Multiple therapies were delivered within the episode prior to backup vvi. The patient was observed with pulseless electrical activity (pea) and patient expired. There is no known allegation from the physician that suggests the death was related to the device.